Event description:
The company was informed that the patient had a parasite infection around the implanted site. The patient's device was explanted. The surgeon reported that no infection was found. The patient was reimplanted with another advanced bionics cochlear implant.